Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during preparation for impella support, the tech noted that the 7 fr companion sheath was compressed in the middle and bent at the end. The sheath was replaced and the procedure was completed successfully. There was no noted patient harm.

Manufacturer narrative:
The investigation into introducer damage ¿ mechanical has been completed. The cause of the issue was not determined since product was not returned. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21398.